Event description:
The nurse was removing the needle from the patient's catheter when nurse got a needle stick injury. Apparently, the safety clip activated, however the needle was not protected. The hospital has continued to used the same lot # product and have not had any more incidents.